Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotion distress and a product problem. It was also reported that the plaintiff experienced pain, extrusion, urinary problems, recurrence, dyspareunia, frequency, bladder infection, discomfort, prolapse, urinary incontinence and vaginal scarring. It was also reported that the plaintiff experienced erosion, urinary leakage, chronic interstitial cystitis and nocturia. The plaintiff underwent a revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as positional asphyxia and motor vehicle crash.